Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient requested that the implantable pulse generator (ipg) be moved due to his belt line discomfort. The patient underwent a surgical procedure, and the physician made a new pocket site and moved the ipg without complications. There was no report of patient harm or injury. The device remains implanted and functional. Following the ipg relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).